Event description:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63. The article describes a study involving a series of 48 patients being treated with a combination of spinal cord stimulation (scs) and intrathecal drug delivery (baclofen) for pain associated with neuropathic peripheral nerve lesions. Some patients received scs and intrathecal drug delivery while some only received intrathecal drug treatment. A number of complications were included in the article. Reportable event: two patient's pumps were explanted due to diminished effect and local irritation. Unspecified equipment problem was also noted as an explant reason. No treatment or outcome information was provided.

Manufacturer narrative:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63.